Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with syncope via a patient-initiated symptom episode. Upon review, the implantable cardiac monitor (icm) undersensed the episode and did not automatically transmit, as well as oversensed non-cardiac events. The physician implanted a pacemaker and did not explant the icm per the patient's request on (B)(6) 2020. The patient experienced no adverse consequences.

Manufacturer narrative:
Correction: event date should have been (B)(6) 2020.